Manufacturer narrative:
Section h10: (h3) the revision reported is most likely the result of prosthesis wear secondary to instability of the knee joint. However, this cannot be confirmed as the devices were not returned for evaluation and limited clinical information was provided. Section h11: the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 4.5 years post op initial right tka, this female patient was revised due to severe poly wear. Revised from cr to ps. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain x-rays. Product not returning / disposed at hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 02-010-04-0335 - logic cr femoral por, right, sz 3.5. (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) a10012 - gps implant kit v2.